Event description:
The customer reported via phone call that they had experienced high blood glucose level. Blood glucose reading was over 400 mg/dl. Customer stated other blood glucose level was 420 mg/dl. Customer has treated high blood glucose with manual injection. Customer alleged insulin pump was under delivering. Troubleshooting was performed. Customer reported that they had worn insulin pump during medical procedure. Displacement test was performed. Customer reported displacement test passed. Customer had been using insulin pump within 48 hours of reported high blood glucose event. Customer reported auto mode feature was active during reported high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.